Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to the subject device having leakage and water invading the device during user handling which likely caused abnormality in electrical components, leading to the suggested event. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿- inspection of the endoscopic image - inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - troubleshooting guide: as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was confirmed. In addition, the electrical connector and bending section cover/glue had a leak. The label on scope connector had worn edges. The bending section failed the electrical continuity test. The following have non-olympus parts: bending section cover, plastic distal end cover, bending section cover glue, insertion tube, light guide tube, scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera ii bronchovideoscope had a bad image. There was no report of patient harm associated with this event.